Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Attempted to download using crest tool and was unsuccessful. The insulin pump p-cap / test reservoir locks in place properly. The insulin pump was received with a critical pump error (open book image) due to moisture damage on stack assembly pcba1 and pcba2. Pcba2 was swapped with test pcb and insulin pump powered up properly after battery installation. The insulin pump was cut open and moisture damage was found on the flex cable, battery tube assembly, motor and force sensor during visual inspection. Unable to perform the functional tests, including the displacement test, rewind, prime/seating, basic occlusion, occlusion, force sensor, self test, sleep current measurement, and active current measurement, due to the critical pump error. The insulin pump was received with a cracked case (corner of belt clip rails) and missing display window cover.

Event description:
Information received by medtronic indicated that the insulin pump had crack in case along side battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.